Manufacturer narrative:
The back check valve issue of the IV set was not confirmed by zyno medical's contract supplier.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00014).

Manufacturer narrative:
A quality alert has been sent to the contract supplier on 01/10/2017. The manufacturer had a quality meeting with the contract supplier on 01/11/2017 regarding the trending of back check valve issues of the IV sets. Investigation plans have been agreed and are in process. The manufacturer will actively follow up with the investigation. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 01/05/2017.

Event description:
The user reported an issue regarding chemo backing up into the primary line from the secondary tubing. No patient was injured or harmed. The failed IV set was not captured by the user.